Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that when the nurse hooked up patients to his intermittent antibiotic the tubing was cracked and broken at the connection point and unable to be used. Although requested, additional information was not provided.